Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This follow up is being filed to report device return on dec 2, 2016.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Shoulder arthroscopy and sub acromial decompression. Face plate broke off the end of the vapr head and was floating in the joint. Had to stop surgery to retrieve broken piece. Case delayed by 15 minutes. Patient ok, no adverse event.

Manufacturer narrative:
The complaint device was received and forwarded to the supplier for investigation. Visual observation of the electrode revealed that the active tip of the device showed signs of activation. The active tip is missing from the distal tip assembly. The active suction tube was missing and appeared to have eroded away. Additionally, there is a missing arched section of the distal tip which held the active tip component. Further electrical and functional tests could not be carried out due to the device damage. The reported condition can be confirmed. A definitive root cause could not be determined with the evidence presented. A supplier CAPA has been opened to investigate the occurrence of the active tip failures. The potential root cause for this CAPA was identified as insufficient weld material and retention, mechanical fatigue due to stress corrosion pitting and welding process, and device misuse in terms of extended activation or overloading of mechanical forces. A batch record review has been conducted and our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints for this lot of devices that was released to distribution. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Shoulder arthroscopy and sub acromial decompression. Face plate broke off the end of the vapr head and was floating in the joint. Had to stop surgery to retrieve broken piece. Case delayed by 15 minutes. Patient ok, no adverse event.